Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history and was found to be due to a faulty channel b pump head module. The channel b pump head module was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?808:02.? (B)(4).

Event description:
During review of the event history by baxter it was determined that a failure code 808:02 x2 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.